Event description:
Pt's heart rate dropped to 20's. Rt and rn and spouse in room. Rn suctioned pt. No change. Rn and rt began to bag pt and ask for more help. Reporter began baggin. Pt's heart rate increased, sat increased. Pt stable. Reporter went to attach pt to vent and noticed that it did not cycle. Began baggin pt again. Reporter noticed mode. Buttons on vent not lit. Vent turned off and back on, still no mode lights. Turned off for twenty seconds then back on, mode lights still off then flicked on . Ac button picked vent began to work. Vent changed to different ventilator. Pt stable. Supervisor and dr informed.`